Event description:
It was reported that there three (3) large volume infusors underinfused. The reporter stated that the expected therapy time was 24 hours; however, the infusions did not complete on time. It was unknown how much solution remained in each device. The infusors were filled with 6g cefazolin diluted with 240ml of an unspecified solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from december 13, 2021 - december 14, 2021. H10: the actual devices were not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed fluid inside the bladder of the device which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted